Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited a blank, unresponsive screen despite being charged, with a green charging indicator present and no response to the sleep/wake button or a ten-second button hold; the user noted a prior ¿restart ilet¿ alert before the display failure, and a replacement device was arranged. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and continued use of the user¿s cgm per backup plan while awaiting replacement. Investigation included customer troubleshooting over the phone and collection of the returned device for evaluation. Investigation of this device was confirmed and revealed a device display or user interface malfunction consistent with an unresponsive sleep/wake function and nonfunctional screen, with no associated alerts or alarms at the time of failure. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the user interface/display requiring replacement.